Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges, followed by a malfunction alarm and a cartridge change error. Customer¿s blood glucose level was 297 mg/dl. Customer will use multiple does injections for insulin therapy. A replacement pump was sent.